Event description:
After second shot of supartz, pain started in right knee on third shot. Doctor waited two days to give shot. Supartz was giving for ten weeks. One shot in right, one shot the following week in left knee. By the time all shots in knees were given, I told doctor my knees were worse. I could barely walk because of pain. Today I am using a cane, a walker, and had to be put on pain medication. He also said he could not do any more for me and discharged me. Dose or amount: 25mg/2.5ml syringe. Frequency: 10 shots. Route: 10 weeks. Dates of use: (B)(6) 2009 - (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009. Diagnosis or reason for use: arthritis moderate in knees. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction?: no.